Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k082590.

Manufacturer narrative:
Follow-up # 1 (04/15/2011)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter was reading inaccurately high compared to another meter. The medical surveillance specialist (mss) spoke to the lay user/patient for follow-up questions on (B)(6) 2011 and obtained/verified the following information. The patient informed the mss that her testing frequency is 5 times daily and manages her diabetes with an insulin pump (novolog). The patient reported the alleged issue began on (B)(6) 2011 at around noon time. The patient stated she was at the hospital at the time for a neck surgery. The patient reported blood glucose readings of "314 mg/dl" with the subject meter and "230 mg/dl" on another meter (hospital meter), performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient confirmed and clarified she was not experiencing any diabetic symptoms. According to the patient, since she was at the hospital at the time for a neck surgery, the patient stated she was administered 9.0 units of novolog insulin by another health care provider (hcp) as a result of the alleged issue. At the time of troubleshooting, the cca noted an approved sample site was used to obtain the result from the subject meter, the patient's process for testing was correct, and the meter's unit of measure was set correctly at the time of testing. Replacement products were sent to the patient. There is no indication that the reported issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia. The treatment received from an hcp was consistent with the reported issue. However, this complaint is being reported because the alleged issue remained unresolved.